Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was white, floating particulate matter inside of a small volume intermate. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Lot 15c047 was manufactured between march 25, 2015 and march 27, 2015. Visual inspection was performed and white, floating particulate was observed in the device. No cause was able to be determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.